Manufacturer narrative:
(B)(4). D10 medical devices: tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 64072239 femur cemented cruciate retaining (cr) narrow right size 9 catalog#: 42502006602 lot#: 63615620. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately four years post implantation due to pain and instability. The patient's natural patella was resurfaced and the 10mm tibial insert was replaced with a 14mm insert. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported product. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.